Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The complaint was confirmed by failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip was stuck grasping a tissue. No further information was provided. The procedure was completed with no reported injury.